Event description:
Patient had a right robotic assisted laparoscopic partial nephrectomy. Upon removing the trocars to take out the specimen, one of the trocars (12x150 mm advanced fixation sleeve trocar) was noted to have a missing tip. All pieces were not able to be retrieved.